Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy. Technical services (ts) was consulted and reviewed stored data. Ts noted there was oversensing of noisy signals. The device was reprogrammed to the primary sensing vector, with no oversensing noted under this configuration when data was reviewed several days later. This device remains in service. No additional adverse patient effects were reported.